Event description:
It was reported that "the applier jaws were found misaligned during the pretest before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the applier jaws were found misaligned during the pretest before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing facility (tecomet) for investigation. Tecomet reports "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in march of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position. There is no visible damaged to the jaw pivot pin area of the outer tube assembly. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the jaws to be slightly loose and misaligned in the closed position but mishandling of this instrument at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Other remarks: n/a. Corrected data: n/a.